Event description:
Coiling of an un-ruptured mid-basilar artery aneurysm. After successful placement of several coils, one of the coils punctured the aneurysm. Rupture occurred after inflation of the balloon catheter. In an attempt to control the aneurysm rupture, n-bca glue was injected while the balloon was still inflated. The balloon temporarily adhered to the catheter, causing violent movement in the coil mass and artery during extraction. Balloon catheter removal was successful. Following case, the pt went to CT scan and CT noted some dilation in the ventricles indicating hydrocephalus. Pt expired 4 days later.